Event description:
It was reported that the patient was not satisfied with the inflation of this ambicor penile prosthesis (app), as they felt the inflation was not enough, which led to a revision procedure. During surgery, the app was removed and replaced with a new inflatable penile prosthesis. No patient complications were reported.